Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: e1, e3, and h6 (type of investigation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error code b30" was caused by a broken connector that led to a communication error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation revealing several issues such as b30 scope communicationerror code displayed due to poor contact of the output socket. A damaged connector that can still be connected. Difficulty in smoothly attaching the heat sink due to a worn-out lamp. A cracked front panel around the scope socket. The use of a non-olympus lamp; the cermax lamp is slightly tighter/smaller than the original. Misplacement of the heat sink on the right side, and the presence of dust inside the fan. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that that the evis exera iii xenon light source switches spontaneously to emergency lighting. The device was returned for evaluation. During the device evaluation, a b30 scope communication error code was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.